Event description:
It was reported that the user was unable to attach the adapter to the cd infusion set tubing, with multiple sets from one supply box appearing deformed at the connection end and not fitting the adapter, while tubing from a new box connected without issue. Customer care agent provided support that included troubleshooting with user guidance and visual review of a user-provided photo. Investigation of this case revealed evidence of a deformed tubing connector consistent with a manufacturing or assembly nonconformance limited to a single supply box. No clinical symptoms reported. Outcomes included no medical intervention, and successful resumption of therapy after switching to a new supply box. It was concluded that the event was attributable to an infusion set component defect, and replacement supplies were provided.